Event description:
The customer reported the hd autoclavable camera head is unable to display image. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 9 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.